Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 19/nov/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while hospitalized on (B)(6) 2024 due to sepsis caused by peritonitis. No additional information was provided during the intake process. Medical records revealed the patient presented to the emergency room (ER) on (B)(6) 2024 with symptoms of septic shock including: fever, diaphoresis, abdominal protuberance/tenderness, tachycardia (heart rate = 124), hypotension (blood pressure = 98/58), tachypneic (rate = 35), abdominal pain (onset - (B)(6) 2024), and cloudy effluent (onset - (B)(6) 2024). The patients¿ point of contact (poc) reported the patient recently underwent a diagnostic laparoscopy (date not provided) for the evaluation of his pd catheter (not a fresenius product) and has not ¿entirely been himself ever since.¿ hematological studies revealed the patient was suffering from severe metabolic acidosis (lactic acid = 8.6 mmol/l), elevated liver function tests, and leukocytosis. The patient was initially treated with 2.0 liters of intravenous (IV) normal saline, which improved the lactic acid level (5.6 mmol/l) and blood pressure, however the patient¿s hypotension returned and required the administration of norepinephrine. A peritoneal effluent cell count was also performed and was positive for gram-positive cocci, and a computed tomography (CT) scan discovered a bowel perforation, small bowel ischemia, ascites, portal venous gas, pneumatosis of the small intestine, and although the timeline for collection is unknown, peritoneal cultures were positive for multiple bacteria (organisms not provided). The patient was admitted to the intensive care unit (ICU) and was intubated shortly thereafter. The patient received IV fluids, vancomycin, zosyn, and 3 different vasopressors (vasopressin, angiotensin ii, norepinephrine) due to severe hypotension. A surgical consultation was placed for the bowel perforation, and after consulting with the general surgeon, the patient/family chose to withdraw care and provide comfort measures only (hospice care) due to his poor prognosis (multisystem organ failure, acute respiratory failure, septic shock, bowel perforation/ischemia, metabolic encephalopathy). Life support was removed later the same day, and the patient expired at 2122 on (B)(6) 2024 with family present. The patient¿s last ccpd treatment was completed approximately 24 hours prior to his passing. Per the medical examiner, the patient¿s death was due to natural causes and no autopsy was performed. The patient¿s primary cause of death was septicemia, secondary to a bowel perforation and was unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient¿s liberty select cycler has not been returned to the manufacturer at the time of this investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exist between ccpd therapy utilizing the liberty select cycler and the serious adverse events of bowel perforation/ischemia, septic peritonitis, multisystem organ failure, acute respiratory failure, septic shock, and metabolic encephalopathy (characterized by mental status changes, fever, abdominal protuberance/tenderness, diaphoresis, tachycardia, hypotension, tachypnea, cloudy peritoneal effluent fluid) and death, which required hospitalization, ICU admission, and intubation. The patient¿s last ccpd treatment was completed approximately 24 hours prior to his passing, and per the medical examiner, the patient¿s death was due to natural causes. The patient¿s primary cause of death was septicemia, secondary to a bowel perforation, and was unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Septicemia is a life-threatening condition with a mortality rating of 12-22% and is primarily caused by severe bacterial infections. Medical documentation confirmed the decision was made to transition the patient into hospice care on (B)(6) 2024 after a complicated hospital course, and the patient expired as a result later the same day. Hospice care is considered medical intervention, with the expectation being the patient will expire as a result. The serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 19/nov/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while hospitalized on (B)(6) 2024 due to sepsis caused by peritonitis. No additional information was provided during the intake process. Medical records revealed the patient presented to the emergency room (ER) on (B)(6) 2024 with symptoms of septic shock including: fever, diaphoresis, abdominal protuberance/tenderness, tachycardia (heart rate = 124), hypotension (blood pressure = 98/58), tachypneic (rate = 35), abdominal pain (onset - on (B)(6) 2024), and cloudy effluent (onset - on (B)(6) 2024). The patients¿ point of contact (poc) reported the patient recently underwent a diagnostic laparoscopy (date not provided) for the evaluation of his pd catheter (not a fresenius product) and has not ¿entirely been himself ever since.¿ hematological studies revealed the patient was suffering from severe metabolic acidosis (lactic acid = 8.6 mmol/l), elevated liver function tests, and leukocytosis. The patient was initially treated with 2.0 liters of intravenous (IV) normal saline, which improved the lactic acid level (5.6 mmol/l) and blood pressure, however the patient¿s hypotension returned and required the administration of norepinephrine. A peritoneal effluent cell count was also performed and was positive for gram-positive cocci, and a computed tomography (CT) scan discovered a bowel perforation, small bowel ischemia, ascites, portal venous gas, pneumatosis of the small intestine, and although the timeline for collection is unknown, peritoneal cultures were positive for multiple bacteria (organisms not provided). The patient was admitted to the intensive care unit (ICU) and was intubated shortly thereafter. The patient received IV fluids, vancomycin, zosyn, and 3 different vasopressors (vasopressin, angiotensin ii, norepinephrine) due to severe hypotension. A surgical consultation was placed for the bowel perforation, and after consulting with the general surgeon, the patient/family chose to withdraw care and provide comfort measures only (hospice care) due to his poor prognosis (multisystem organ failure, acute respiratory failure, septic shock, bowel perforation/ischemia, metabolic encephalopathy). Life support was removed later the same day, and the patient expired at 2122 on (B)(6) 2024 with family present. The patient¿s last ccpd treatment was completed approximately 24 hours prior to his passing. Per the medical examiner, the patient¿s death was due to natural causes and no autopsy was performed. The patient¿s primary cause of death was septicemia, secondary to a bowel perforation and was unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient¿s liberty select cycler has not been returned to the manufacturer at the time of this investigation.